Event description:
As reported, hemostasis was not achieved with a 6/7f mynxgrip vascular closure device (vcd) after deployment and removal. Additional manual compression was performed and the procedure was completed. There was no reported patient injury. The device was removed after sufficient time following deployment. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.